Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, multiple undersensing issue was observed. No intervention has been performed and device will be monitored. No further information available.

Event description:
New information received on july 10th, 2018 states that programming changes were made.